Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-00223. It was reported that following a coronary artery stenting treatment procedure, the patient had restenosis in the stented vessel. In (B)(6) 2009, the patient had myocardial infarction. Two taxus liberte stents of size 3.5x32mm and 3.5x16 mm were placed in the proximal right coronary artery (prox rca). In (B)(6) 2012, the site reported an event of coronary artery disease and the patient was hospitalized. Coronary angiography revealed 70% stenosis in the mid rca, which was treated with placement of a 2.75x20mm promus element plus stent with 0% residual stenosis. The event was resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).